Manufacturer narrative:
Fit, form and functional inspection found no device abnormalities. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition.

Event description:
During replacement procedure of a non osseointegrated implant in tooth site #27, the patient's facial plate fractured. The replacement implant was removed and the site was grafted. The doctor indicated patient's bone had issues due to diabetes and cancer.